Event description:
Philips received a complaint on an intellivue mx800 patient monitor indicating that there was an arterial-line waveform, but no numerical value, cannot obtain zero point, and shows instability. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer. The issue was able to be resolved, as the zero point was achieved by shifting the position of the arterial-line catheter. Based on the information available and the testing conducted, the reported problem was confirmed; the cause of the reported problem was positioning of the arterial-line catheter. The device was confirmed to be operating per specifications and no product failure was identified. The issue was related to the placement of the arterial line catheter. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: (B)(6).